Manufacturer narrative:
The hillrom technician found the customer's maintenance department had replaced the bed power cords and wall outlets prior to the technician evaluating the bed. It is unknown if the cause of the event was due to the power cord or the wall outlet; therefore, hillrom is reporting this event in an abundance of caution as a possible malfunction. Per the hillrom service manual, the progressa® bed requires an effective maintenance program. We recommend that you perform annual preventive maintenance (pm) and testing for joint commission certification. Pm and testing not only meet joint commission requirements but can help support a long, operative life for the progressa® bed. Pm will minimize downtime due to excessive wear. For the preventive maintenance detailed procedures, refer to the progressa® bed service manual (171748). Perform annual preventive maintenance procedures to make sure all bed components are functioning as originally designed. Pay particular attention to safety features, including but not limited to: electrical power cords for fraying, damage, and proper grounding as no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The customer maintenance department replaced the power cord and wall outlet to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating when the bed was plugged in, a fireball emerged from the wall outlet. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).